Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. It was observed the patient's right ventricular (rv) lead was worsening the patient's already present tri-cuspid regurgitation. The rv lead was explanted, and the patient's pacemaker was reprogrammed during the procedure. The patient is in stable condition.